Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 7.2 mmol/l. The customer stated that the center button was not functioning. Troubleshooting was not performed the customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test in that the notification light did not turn on when it was supposed to. In addition to this, the down, and go back keypad buttons would take multiple presses for them to respond. Upon further review of the device interior, there were traces of moisture damage on the keypad ribbon connector and the keypad ribbon cable terminal.